Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had low draw volume of a tube with blood. The following information was provided by the initial reporter: customer stated issues with the lavender top tubes- the vacuum is not strong and therefore the tube is not filling up as much as it should. We then have to cancel tests due to quantity not sufficient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had low draw volume of a tube with blood. The following information was provided by the initial reporter: "customer stated issues with the lavender top tubes- the vacuum is not strong and therefore the tube is not filling up as much as it should. We then have to cancel tests due to quantity not sufficient."

Manufacturer narrative:
H6: investigation summary: bd received 1 photo from the customer in support of this complaint. The photo shows the shelf label with a shrink-wrapped 100-unit tray of unused tubes. Additionally, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the photo or the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.